Event description:
The customer reported that while monitoring telemetry patients, the xhibit central station (xcs) suddenly lost power. There was no patient or user harm associated with this event. The customer, a biomedical engineer, removed the faulty device from use to troubleshoot the reported issue. It was found that that the device had a failed power supply assembly. The customer replaced the power supply assembly and proper device operation was observed. The cause of the reported issue was due to the power supply assembly.